Event description:
Got a letter in the mail to compare the products to the list. 3 were on there. This is the same lot numbers. Walmart is his main provider. Patient:4582. Device:1420. Referenced reports: mw5181313, mw5181314.